Event description:
It was reported, that this right ventricular lead exhibited oversensing of noise. Causing the delivery of multiple inappropriate shocks. No changes have been made. And this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).